Event description:
It was reported that the customer alleged that drill bit had broken. No adverse consequence to the pt was reported. Additional bits were available for the procedure.

Manufacturer narrative:
An investigation could not be carried out as the devices were discarded by customer. Additionally, the device history records and inspection records could not be reviewed as the lot code is not available. If additional info becomes available, a supplemental report will be submitted.